Event description:
Customer reported that the attachment gets hot. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, technician found damaged bearings due to normal wear, component cannot be inserted, bevel gears severely worn out, damaged extension sleeve. Ball bearing, extension sleeve, bevel gears, ratchet and other parts were replaced.